Event description:
Caller reported a cartridge alarm 20. There was no adverse impact to the customer's blood glucose level. Technical support confirmed the occurrence of cartridge alarms with consecutive cartridges and decided to replace the pump.